Event description:
Alaris service technician advised that this pump alarmed and displayed system error during preventive maintenance. The alarm notified the technician that trouble shootingthe device was required. No pt involved.